Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number (B)(6).

Event description:
The customer reported that after a power outage at the weekend, the sound stopped working; alarm tones do not reach the control center. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that the sound stopped working; alarm tones do not reach the control center after a power outage. It is known that the device was in use at the time of the event. No adverse event occurred. A philips remote service engineer (rse) spoke with the customer and confirmed that after a power outage, the sound stopped working, causing the alarm tones to not reach the control center. It was also confirmed that at the control center, the sound output had switched to the display. The rse resolved the issue by remotely changing the sound output to the speakers. A nurse was able to generate an alarm, which was heard at the control center. Based on the information available and the testing conducted, the cause of the reported problem was due to a power outage at the customer's site. The reported problem was confirmed. The device was operational after the rse changed the device configuration.